Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified a modular center post reamer (lot 64720878) was returned for evaluation, which identified approximately 3.75mm of the tip fractured and missing. Sem analysis of the modular center post reamer showed a complex overload fracture with significant post-fracture smearing. Ductile shear overload dimples were identified with the direction of shear identified. Dimples observed on the fracture surface appear to radiate from the center hole. One region on the fracture surface showed artifacts possibly indicating brittle cleavage fracture, however it is possible that it is post-fracture damage that appears similar to brittle cleavage fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was using the center post reamer when the tip of the reamer fractured. The surgeon was able to remove the broken piece from the glenoid without any harm to the patient. Surgery was completed without any further issues. Attempts have been made and additional information on the reported event is unavailable at this time.